Event description:
It was reported that a patient experienced recurring incontinence that resulted in explant of an artificial urinary sphincter (aus). The physician believed that the patient had developed urethral atrophy with the aus. A new aus was implanted. No patient complications were reported.